Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure (batch no. 774379), inserted for female sterilisation. The patient's medical history included: pelvic adhesions, parity 2 and multiple cesarean sections. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2011. Earlier reported date was: (B)(6) 2014. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The patient's medical history included pelvic adhesions, parity 2 and c-section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date (B)(6) 2011, earlier reported date was (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium.') And pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, parity 2, multiple cesarean sections and multi gravida. Concurrent conditions included endometriosis. Concomitant products included gentamicin, levofloxacin hemihydrate (levonox) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("embedded in the myometrium."). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2011 earlier reported date was (B)(6) 2014. Previously reported essure removal date (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a helical, metal surgical device is identified at one cornu, embedded in the myometrium. The detached cervix is 5 cm in length x 2.2 cm in diameter. The fimbriated fallopian tubes measure 7.8 cm and 7.2 cm in length and both average 0.4 cm in diameter. One of the fallopian tubes contains a helical, metal surgical device. Ultrasound scan - on an unknown date: 11 cm uterus with normal adnexa. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- embedded device, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2021: medical record received. Case updated to medically confirmed. Patient's medical history, concomitant medication, lab data added. Previously reported event "medical device removal " was updated with "embedded device." Event embedded in the myometrium and chronic pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.